Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated. The ECG board and the multi-function cable receptacle were replaced as a precaution. The multi-function cable used was not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age and gender unknown) during a transport, the device inappropriately powered off and powered back on. Complainant indicated that during subsequent testing the device again powered off and powered back on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.